Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is currently unavailable.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.¿UDI: (B)(4), incomplete. The expiration date is currently unavailable.

Event description:
Additional information received on 03/15/2018 stated that the missing device follow up was sent.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. Correction: event description: upon complaint review, it was determined that it was inadvertently missed in the initial report that there were two other devices involved in the event. Therefore, this is report 1 of 3 for the same event and the MDR reports for the other devices will be submitted accordingly. The updated event description is as follows: this is report 1 of 3 for the same event. It was reported by the affiliate in (B)(6) that during anterior and posterior cruciate ligament surgical procedure, it was observed that the pump device started to increase the water pressure and the tube with the inflow tubing was completely filled. According to the reporter, the installation of the pump was started using inflow tubing, where the initial purge was performed and the system worked. However, when the procedure was already going to start, the pump automatically activated the suction function (only) and when opening the key to set up the total system with the sterile tube set device intermediary connected, the event occurred. It was reported that the surgery was prolonged for 20 minutes. It was not reported if spare device were available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch report number: 1221934-2018-55187 and 1221934-2018-55178. Corrected data: concomitant medical products: device available for evaluation.

Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:((B)(4). The expiration date is currently unavailable.

Event description:
Surgery of reconstruction of anterior and posterior cruciate ligament using pump vue. Installation of the pump is started using ref 284508 inflow tubing, where the initial purge is performed and the system works, when the procedure is already going to start, the console is automatically activated the suction function (only) and when opening the key to set up the total system (having ref 284508 sterile intermediary connected) it starts to increase the water pressure and the tube is completely filled, then the pump stops, it is turned off and disconnected. It was mounted again with a new system. When performing the initial process again it works but after a few seconds the suction function is automatically activated again (only) and when opening the key of the total system it fills the solution tube again. As it was not possible to use the system, we proceed to perform the surgery with another equipment the surgery time was prolonged 20minutes. The patient was not involved.